Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic phacoemulsification (phaco) handpiece exhibited no phaco power after a cataract surgery. There was no patient involvement.

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample revealed no visual nonconformity. The returned phaco handpiece was connected to a calibrated system. System message (sm) [tune failed ¿ loose tip] displayed when the handpiece attempted tuning. Disassembling the phaco handpiece revealed moisture ingress within the electrode chamber. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the phaco handpiece did not meet product specifications. The customer reported event was confirmed through testing which found moisture ingress to cause a short circuit from the high electrode to ground and cause phaco performance issues. A phaco handpiece non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The root cause of the reported event can be attributed to moisture ingress causing a short circuit from the high electrode to ground; however, how, or when moisture entered the phaco handpiece remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).